Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultramini meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took the action of participating in exercise. The patient manages her diabetes with oral medication, diet and exercise. Two days afterwards, the patient experienced the symptoms of lightheadedness, dizziness and frequent urination. She did not seek any medical attention or treatment. Troubleshooting revealed there had been misuse of the product. The issue was resolved with troubleshooting. The meter and test strips were replaced. The patient¿s technique was incorrect by misusing the product. However, as the patient suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter power issue, this complaint is being reported.